Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Continuation of d10: 507645 lead; implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and was suspected for fracture. A fluoroscopy revealed that the lead slack had been taken up, and there was tension observed on it. It was further reported via follow-up with the clinic, that during the lead replacement the implantable cardioverter defibrillator (ICD) setscrew could not be disconnected from the rv lead, and that an extraction tool also had to be employed to remove the rv lead. The ICD was removed and replaced. The rv lead was extracted and replaced with a longer length lead. No patient complications have been reported as a result of this event.